Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mr could not be determined. Although a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the mitraclip procedure was performed on (B)(6) 2019. Two clips were implanted, reducing the mitral regurgitation (mr). The clips were noted to be stable on the leaflets and well attached; however, the study physician has indicated that the recurrent mr is related to the implanted mitraclips. No additional intervention was performed to treat the recurrent mitral regurgitation. No additional information was provided.

Manufacturer narrative:
Implant date: estimated. Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). This is filed for recurrent mitral regurgitation mr. It was reported that a mitraclip was implanted, treating moderate to severe functional mitral regurgitation (mr), reducing mr to mild. On (B)(6) 2019, an echocardiogram was performed and mr was noted to be moderate. There was no additional information provided.